Manufacturer narrative:
(B)(4).

Event description:
The customer initially stated that they had been getting multiple calibration and control failures while using at least 3 different reagent packs for the troponin t stat (short turn around time) - tnt stat assay on the e411 analyzer. The customer also noted that the pinch valve tubing had been changed, which resolved the issue for a few days. A pack from a new reagent lot number was provided to the customer. The customer stated that controls run on this new reagent pack were within specification. The customer later noted that they were still having issues with quality control recovery. The customer stated that two patient samples had questionable tnt stat results. Of the two samples, one had an erroneous result which is reportable as a malfunction. The sample initially resulted as 0.15 ng/ml when tested on the e411 analyzer and this value was not reported outside of the laboratory. The sample was sent to a reference laboratory where it was repeated on a different analyzer, resulting as 0.10 ng/ml. The repeat result was believed to be correct. The patient was not adversely affected. The tnt stat reagent lot number was 18746102, with an expiration date of 08/31/2016. The field service representative determined that there was an electronic failure of the analyzer measuring cell. He replaced the measuring cell. He ran a blank cell calibration and all control recovery was acceptable to the customer. The system was found to be performing within specifications.